Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 28.6 mmol/l. The customer stated that the alarm occurred during basal and bolus. The customer stated that the alarm was recurring. The customer was advised to check the rubber septum to verify it is not rotated. The customer stated it bubbled out. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer was advised that the pump is working as designed.